Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 12march2019. (B)(4). The philips field service engineer determined that the flow sensor required replacement. A purchase order was pending from the customer. A follow-up report will be submitted once the investigation is completed.

Event description:
Philips field service engineer (fse) reported an o2 concentration malfunction. There was no patient or user harm reported. The event date was not specified; estimate used.

Manufacturer narrative:
Date rec'd by MFR: 26may2019. Philips field service engineer (fse) states oxygen concentration outside of acceptable range and cracked top cover. There was no patient involvement. (Fse) confirmed oxygen concentration outside of acceptable range and cracked top cover. A gas delivery system (gds) was return for analysis. The returned gds was installed into the failure investigation (fi) test ventilator and the fi technician attempted to duplicate the reported oxygen accuracy out of specification. The device the gds passed all tests administered by the fi technician. The fi technician reported that no fault was found. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.